Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set issue event on (B)(6) 2025. It was reported that the infusion set slid across the skin and did not insert properly during insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025- 15389 - device 2 of 2.